Manufacturer narrative:
Correct contact address (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not power on. No patient involvement reported.

Manufacturer narrative:
.